Event description:
It was reported that upon implant the patient was about (B) (6) pounds. She continued to lose weight (B) (6). Per the reporter, the catheter began to knot up painfully in her spine. The healthcare provider performed a revision in (B) (6) 2007, and cut off part of the length. It was reported that now, three years later, the pt had gained about (B) (6) pounds for various reasons. The pt indicated that the device system does not seem to work as well as it did initially. The pt was also experiencing insomnia. She reported that she never had trouble with this until the pump was implanted and no medications help. The prescribed phenergan and trazodone in high doses "knock me a little dizzy to the point I sometimes drift off. I never stay asleep for over 1 1/2 hours." The type of medication, concentration, and daily dose being administered via the pump were not reported. Follow-up with the physician's office provided that when looking through the op notes, there were no complications during the catheter revision and the pt's condition was good following the procedure. The office did not have any info related to current problems the pt was experiencing (insomnia, change in therapy).

Manufacturer narrative:
(B) (4).